Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis could be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, extra systoles occurred. Following deployment, the valve dislodged. It was reported that the extra systoles contributed to the dislodgement, and it was considered that the delivery catheter system (dcs) nosecone may have touched the valve frame, further contributing to the dislodgement. An attempt was made to reposition the valve, which reportedly led to a dissection. The patient was attempted to be resuscitated without success. The patient subsequently died. The cause of death was the aortic dissection, which was caused by manipulation of the valve following dislodgement.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during the implant of this transcatheter bioprosthetic valve, extra systoles occurred. Conduction disturbances are known potential adverse effects per the instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. The event also indicates that following deployment, the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. However, it was reported that the extra systoles contributed to the dislodgement, and it was considered that the dcs nosecone may have touched the valve frame, further contributing to the dislodgement. In addition, it was reported that the patient's high blood pressure also contributed to the dislodged valve. Dislodge events are typically not related to a device malfunction. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The dcs may have contributed to the valve further dislodging either during withdrawal of the catheter tip or while attempting to reposition the valve with the catheter tip. Events of t his type do not indicate a device malfunction or a failure to meet manufacturing specifications. The event further indicates that an attempt using dcs was made to reposition the valve, which reportedly led to a dissection. Vascular complications, such as dissection is listed in the device IFU as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification,etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). Based on the information available, the dissection was caused by manipulation of the valve following dislodgement. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that the patient's high blood pressure also contributed to the dislodged valve. Following the dislodgement, the dcs was used in an attempt to reposition the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.